Manufacturer narrative:
(B) (4): physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device displayed the service symbol on the readiness indicator. Initial troubleshooting of the device found several error codes logged in the memory. There was no patient use associated with the event. Physio-control evaluated the device and observed that it would not power on.